Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12457. It was reported that the patient presented in clinic for a device upgrade. Upon interrogation, multiple non-sustained atrial lead noise episodes were observed. The noise was reproduced with isometric exercises. Upon intraoperative testing when the device was being explanted, the atrial lead was loose in the atrial port due to loosen set screw. The physician opted to keep the atrial lead due to this finding. The patient¿s condition was stable throughout the procedure.